Event description:
The event occurred in germany. After consulting with the nursing staff present in the room, they had previously experienced signal problems on some monitors. However, after restarting the system, these were resolved, and the surgery was started. Shortly after the procedure began, the image signal failed on all monitors. The av control light was not active. However, the documentation (aida) control light remained on. The backup line was not used. The camera system and endoscopic equipment were functional and operating. The patient was sterilely draped and taken to another or to complete the surgery. No further negative impact was reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. Internal karl storz reference number: (B)(4).